Event description:
It was reported that the patient experienced unspecified issues with a sling device. A revision surgery was performed in which a new artificial urinary sphincter (aus) was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the incontinence persisted leading to the procedure due to the sling "not doing what it was designed to do". The patient did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided.